Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. The patient anatomy included a previously implanted pacemaker and poor heart function. The clip delivery system (cds) was advanced into the patient anatomy and the clip was placed, but remained slightly open, due to the amount of tissue in the clip arms. The clip angle was noted to be about 20 degrees. Leaflet insertion assessment was performed and was satisfactory. Final arm angle testing was performed and all looked good. Deployment was initiated. Upon deployment, it was noted that the clip opened to about 60 degrees. The clip was noted to be stable on the leaflets and well attached, so no additional intervention was performed. One clip was implanted and mr was reduced to grade 2. There was no reported adverse patient effect or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported mechanical issue (clip open - locked) appears to be due to excessive leaflet capture between clip arms potentially creating unintentional/unforeseen tension on the clip arms; which subsequently resulted in unlocking of the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.